Event description:
It was reported that a user experienced recurrent low glucose events, described as nightly hypoglycemia with a low blood glucose of 44 mg/dl with a roller-coaster glucose pattern and sporadic meals, and the caller expressed concern about going low after eating despite a current blood glucose of 113 mg/dl; education and troubleshooting were provided, and the user took oral glucose. Symptoms included hypoglycemia. Outcomes included transient functional limitation requiring oral carbohydrate intervention. Investigation included a review of available data and user interview. Investigation of this case revealed no device malfunction and suggested contributory factors related to meal timing and variability. It was concluded that the event was related to hypoglycemia of unclear cause without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.